Event description:
It was reported by repair work order that there was a loss of all bed functions due to the cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.